Event description:
Customer reportedly received results of 4.2 mmol/l and 16.3 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead" and "on (B)(6), 2007, (patient) died as a result of complications, due in part, to his defective sprint fidelis lead, model number 6949." Further alleges that as a result of the lead, the patient "sustained severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.